Event description:
It was reported that; during an acdf case the surgeon over flexed the flexible screwdriver and it snapped.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to have broken shaft in the flexible region. No relevant issues were identified in the manufacturing records. Conclusion: the plausible root cause of the reported event is bending the flexible screwdriver to the excessive angle/bending past the limitations listed in surgical technique to accommodate for patient¿s difficult anatomy.

Event description:
It was reported that; during an acdf case the surgeon over flexed the flexible screwdriver and it snapped.